Manufacturer narrative:
Date of event: (B)(6) 2016. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial (B)(4), description: precision spectra implantable pulse generator

Event description:
A report was received that the patient underwent a surgery for an unknown reason.

Manufacturer narrative:
Date of event: (b)(64) 2016 additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm additional information was received that the surgery was not device related and electrocautery was not used during that procedure.

Event description:
A report was received that the patient underwent a surgery for an unknown reason.